Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during a routine device interrogation the field representative found oversensing of noise that led to pacing inhibition up to 23 seconds. Boston scientific technical services (ts) reviewed and thought the noise was due to an external source. The field representative increased the sensitivity to 10 mv in the right ventricular (rv) channel since the patient is pacemaker dependent. The patient did not report any symptoms. The pacemaker and rv lead remain in service and no adverse patient effects were reported.